Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat choledocholithiasis performed on an unknown date. During the procedure, the physician had a lot of difficulty navigating the procedure due to the stiffness of the scope and the articulation restrictions of the scope. Once he was unable to locate the ampulla due to poor imaging observed since the beginning of the procedure. Additionally, the elevator was difficult to actuate at the knobs. The physician switched to a reusable scope which was used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): problem code a090208 captures the reportable event of poor-quality image, blocking visualization inside the patient.